Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Oral-b refills are falling off toothbrush [device breakage]. No adverse event [no adverse event]. Case description: a consumer reported that while using an oral-b power rechargeable toothbrush handle professional care 3756, the oral-b brushheads, version unknown were falling off. The consumer had the toothbrush handle for about 6 years. No symptoms developed.